Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Replaced the plunger clamp and spring in position #3. The instrument was tested without further problem and was returned to expected operation.